Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant medcial products: d224drg, implantable cardioverter defibrillator, 2011-(B)(6); 407645, implantable pacing lead, 2011-(B)(6). (B)(4).

Event description:
It was reported that product performance data was reviewed and classified as inappropriate therapy, noise, and t-wave oversensing. The right ventricular lead remains in use. The patient was enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.